Event description:
A facility reported that a patient underwent a craniotomy lumpectomy using duragen (id4501i) on (B)(6) 2022. Infection and leakage of cerebrospinal fluid was observed on (B)(6) 2022, then the dura mater and the bone with abscess and granulation tissue were removed on (B)(6) 2022. No further information was provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. Duragen (id4501i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a medical assessment was performed by scientific affairs which concluded the following: ¿this case is clearly an operative site wound infection from time of surgery. Almost guaranteed to be an infection from the patient¿s skin. Duragen is not the cause and would not potentiate an infection. However, such an infection would rapidly destroy the duragen through enzymatic breakdown and the dura would not be regenerated. Initial dura closure would be through scar tissue and the capsule of the abscess. Duragen is made from ultra-pure collagen, the process is proven to eliminate all bacteria and has a greater than 6 long viral clearance. The matrix is terminally sterilized and is in standard sterile packaging. Staphylococcus aureus and pseudomonas aeruginosa from the patients¿ skin are associated with this sort of chronic wound infection, a culture of the wound should have been done at reoperation for the abscess to identify the strain of the bacterial infection. This would have confirmed or eliminated the patient¿s own bacterial flora as the primary suspected source of infection.¿ therefore, at this moment the possible root cause to the reported condition is considered procedure-related and not due to the product use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a